Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced incontinence due to the aus was not functioning properly leading to the procedure. At time of explant the balloon appeared to not be functioning correctly. The patient did not experience any further adverse events and was said to be good following the procedure. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence due to an artificial urinary sphincter (aus) not functioning properly. A revision surgery was performed in which the existing device was removed and a new aus was implanted. At time of explant the balloon appeared to not be functioning correctly. The patient did not experience any further adverse events and was said to be good following the procedure. No more information available at the moment. Should additional information become available, it will be provided.